Event description:
It was reported via legal documentation that the patient was implanted with an optetrak device on the right knee, with no revision surgery reported. It is stated the patient has suffered the following injuries and complications: chronic pain, swelling, decreased mobility. There was no other patient/medical information provided. No x-rays or images were provided. There is no other information available.

Manufacturer narrative:
H11. Pending investigation. There is no other information provided.

Manufacturer narrative:
H6: corrected the following: health effect - component code, type of investigation, investigation findings, investigation conclusions. The reason the reported event cannot be confirmed from the information provided but may be due to prosthesis wear additionally, the devices were implanted for over ten years prior to the reported failure(s). And/or inclusion of the polyethylene in the packaging recall. Potential contributions of manufacturing, user, or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and no product information, images, radiographs, or relevant clinical information was provided.